Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused unspecified symptoms and death. The patient's daughter did not report the patient to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused unspecified symptoms and death. The patient's daughter did not report the patient to receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.